Event description:
It was reported that the lead dislodged, had increasing thresholds, and failed to capture. The lead was reprogrammed. The lead was electrically abandoned. No patient complications have been reported as a result of this event. It was later reported that the lead continues to be electrically abandoned as a result of the device being programmed to vvi pacing. There were no patient complications reported as a result of this updated information.

Event description:
It was reported that the lead dislodged, had increasing thresholds, and failed to capture. The lead was reprogrammed. The lead was electrically abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.